Event description:
It was reported that the customer's insulin pump had a motor error alarm. She was able to complete the rewind sequence and prime the insulin pump. The customer's blood glucose level was between 109-120 mg/dl at the time of the alarm. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).